Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz5310 and lot# 25029209 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08feb2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd maxzero pressure rated extension set had separated. The following information was provided by the initial reporter: we had the tubing completely break apart at the tubing connection end of the bd max zero with extension set. (Lot # 25029209) additional information received from the customer: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm. Did any leakage occur? Leakage did occur but was caught early by rn and only normal saline was infusing at the time.

Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz5310 and lot# 25029209 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08feb2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.